Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient experienced diabetic ketoacidosis (dka). At an unspecified time of the event the cgm was reading 40 mg/dl and the blood glucose reading was 126 mg/dl; it could not be confirmed if these readings were after treatment. There were no additional details provided about the medical intervention, symptoms experienced nor treatment provided. Although additional attempts were made to contact the reporter for details of the event, contact was unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.